Event description:
It was reported that a home homechoice automated pd set with cassette had a connection issue. The event was further described as ¿the connection with bags was too big and it could not be connected¿. This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter address:(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.